Event description:
Updated problem statement: it was reported to philips that the device could not go beyond 50j during daily shock test.there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by a philips remote service engineer (rse), field service engineer (fse) and failure analysis lab engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the device was unable to shock above 50 joules. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device was unable to shock above 50 joules. Functional test was performed and passed. However, the device failed the daily shock test as a result of unable to shock above 50 joules. Troubleshooting determined the processor pca (printed circuit assembly) is faulty, as the device was showing paddle identification issues resulting in the daily shock test failure. It was determined onsite evaluation is needed to further assesses the issue. Onsite evaluation performed; it was determined the therapy port was faulty. The therapy receptacle assembly was replaced, the issue persists. Further onsite evaluation performed, it was determined the process pca is faulty as this is the component responsible for paddle identification, thus delivering the appropriate joule shocks. The processor pca was replaced. Functional and operational checks were performed, there were no issues. The device is returned to full functionality and remains at the customer site. The processor pca was returned to philips for failure analysis. Visual inspection found no abnormalities. The component was fixtured on a known good working board, there were no issues. Operational checks were performed, there were no issues. Error logs were reviewed, there were no issues found. Functional tests were performed, there were no issues nor errors identified. The device powered up normally and all expected waveforms were displayed. Three shocks were successfully delivered and all within specifications. Additionally, the fa lab notes that if the device detects an ¿infant¿ model pad or paddle, it will automatically limit the output power to 50j, which this pca did. The pca passed all tests during operational check and general testing. There was no fault found. The component is archived/retention. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that paddle pallets cannot be recognized. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.